Event description:
It was reported that when using the bd pyxis¿ medbank tower had a network issue requiring assistance with rxverify, as the nurse requested the medication, but the pharmacy was not receiving the information. It appeared that the cabinet was offline. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) contacted the customer and confirmed that no new issues were observed. There was no network failure. The system functioned as intended when the technical support specialist investigated the issue.